Event description:
Revision surgery - pt had poor bone quality and fracture on glenoid causing loosening of the glenoid baseplate and glenoid head. Surgeon removed the head and baseplate and converted to a hemi-arthroplasty.